Manufacturer narrative:
(B)(4). (B)(6). The date of the event onset was reported as ¿on an unknown date, this past weekend¿. The device was manufactured from 10/27/2016 to 10/28/2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage under water, and functional testing were performed and no defects were detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not prime. The event was further described as ¿the set could not be primed past the back check valve¿. The staff primes the set per the product label, inverting and tapping the check valve. There was no patient involvement. No additional information is available.